Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Probable root cause could be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a nurse from conway regional health system called in stating that she has a patient in the office with a renasys go device that is not suctioning. The device was not able to be reset as the patient left the plug-in cord at home. Pressing the start button did not produce a suctioning action. The nurse indicated that the display window showed continuous 140 mm hg but was not suctioning. When the quick click connector was separated, the device displayed a "blockage/full canister warning" when it was capped off. The device had been laying down at that point. The warning did not change when the device was placed upright. The nurse was provided the customer care number and clinical hotline availability to provide to the patient. The nurse was transferred to rotech where agent amber took over to further assist with the patient's needs since troubleshooting techniques did not rectify the problem. No additional information available.